Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset that the customer reported when administered an unspecified chemotherapy droplets were found around the vent hole. Leakage was still observed after they were wiped away. There was patient involvement and no report of adverse event.